Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion has occurred. During the pulse field ablation to treat atrial fibrillation farawave was selected for use. It has been mentioned that a coronary sinus catheter and an intracardiac echocardiography catheter were placed in the right atrium. The faradrive sheath with versacross connect was then used to gain access to the left atrium via transseptal puncture. Following this, a map of the left atrium was created using a 3d mapping catheter, which was followed by use of the farawave catheter for pulmonary vein isolation and posterior wall isolation. Non-boston scientific guidewire was used. A post-procedure map of the left atrium was then created using the 3d mapping catheter to verify electrical isolation of the pulmonary veins and posterior wall. The farawave catheter was then used to further ablate the posterior wall, and an ep study was performed. Towards the end of the procedure, anesthesia noted a drop in the patient's blood pressure. Inspection with the intracardiac echocardiography catheter revealed a pericardial effusion, and transesophageal echocardiography was requested for further confirmation. The catheter was in the right atrium at the time and ablations were performed approximately 10-15 minutes following last ablation. After monitoring the patient for approximately one hour, a pericardiocentesis was performed. The patient was then transferred to the post-operative unit for further evaluation and is expected to be observed overnight. The device is not expected to be returning as it has been disposed.